Manufacturer narrative:
The company service representative examined the system. The filters were cleaned. The fluidics washers were replaced and disposed of. The handpieces were checked with no problems found. The system was then tested and met all product specifications. (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "low vacuum" (aspiration issue). The nurse reported low vacuum. The handpiece was switched out several times without a change in vacuum. The system was switched out and the case was completed. The case was delayed 14-17 minutes. No patient injury was reported.